Event description:
The canal was broached and femoral stem was attempted to be implanted. The femoral stem did not fit properly in the canal. The surgeon removed the implant and implanted a alternate stem. There was no adverse consequence to the pt due to this event.